Manufacturer narrative:
Sc-1160, sn: (B)(6). The returned ipg was analyzed and the monitored stimulation on an oscilloscope with known leads found the outputs were consistent and correct on all electrodes. The device passed the functional test and revealed no anomalies. With all the available information, boston scientific concludes the complaint was not confirmed.

Event description:
It was reported that the patient was experiencing stimulation change with posture and inadequate stimulation despite reprogramming. The patients ipg was replaced and that the patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing stimulation change with posture and inadequate stimulation despite reprogramming. The patients ipg was replaced and that the patient was doing well postoperatively.